Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va15lqk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead . (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device was not working properly. Impedance checks were run and found errors in multiple electrodes. It was noted two different physician programmers were used for troubleshooting. It was reported the patient claimed they did not fall. The device was removed. It was noted there was blood and tissue in the connector of the ins, and the physician made the decision to replace both the lead and battery. The issue was reported as resolved at the time.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found no significant anomaly; the ins functionality was okay. An impedance test was performed and good impedances were observed using a clinician programmer analysis of the lead (lot #va15lqk) found no anomaly. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component returned is: product ID: 3889-28, lot# va15lqk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up  report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.